Event description:
Info received that the bed had no head-up function. No injury reported.

Manufacturer narrative:
Technician found the bed had no head up function. Replaced head up hydraulic valve to resolve this issue.